Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The damage to the panel occurred due to misuse by end user when moving the unit. The southwall panel will be replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs (B)(4).

Event description:
The hospital reported a broken south wall panel while the customer was moving the unit. There was no patient involvement.